Event description:
Pt performed self-test which showed controller cell low. Pt tried new batteries and another self-test, yellow wrench alarm continued. Replaced controller and send to MFR for testing.